Manufacturer narrative:
The insulin pump received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify motor error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was 179 mg/dl at the time of the incident. Customer stated the drive support cap appears normal. Customer stated insulin pump had not been exposed to high magnetic field. Customer was able to complete pump rewind. Customer stated that in pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm within a 30 day period. Customer stated displacement test was passed. The device will not be returned for analysis.